Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, a communication issue occurred that prevented all medication orders from crossing over to the device. User reported difficulty removing medications, prompting customer to investigate. During the investigation, two different patients on the same unit were reviewed. Other devices on the floor displayed all medication orders correctly; however, the affected device showed only a limited number of orders that had crossed over. The customer reported that there was an unexpected communication or networking issue/downtime around the time of the event, and the behavior was believed to be potentially related to residual issues following that downtime. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-may-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the communication issue was not allowing all orders to cross over. A technical support specialist dialed in to the server and checked the station upload and download in real time and found both the previous patient medical record numbers had been discharged. Since there were no new calls about this issue and no new patients had been reported under this ticket, the issue appeared to have been resolved. The system functioned as intended after the technical support specialist inspected the issue of the device.